Manufacturer narrative:
The customer indicated that the device was discarded. The catalog # provided is the domestic list # that is comparable to the intl list number in the "other" field. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.

Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. Reportedly after 24 to 48 hrs in use, the device broke while using a safeset shielded blunt cannula. No specific pt info or event details were provided, however, there were no reported adverse pt effects. The device was replaced. Though requested, no additional info was provided.